Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected thrombus. A tissue-like thrombus formation was adhered around the inlet bearing cup, partially occluding the inlet stator. The thrombus showed evidence of lamination and denaturing, indicating that it likely formed around the inlet bearing over an undetermined period of time while the pump was operating. Tissue-like depositions were also present in the proximal side of the outlet stator adjacent to the outlet bearing ball and on one of the stator blades. These depositions lacked lamination, lacked denaturing, and were not adhered to the pump surfaces. The depositions did not appear to have originated in this location; however, their specific origin and a duration for which they were present in the pump could not be conclusively determined. The observed depositions would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device: 9 months. The device was returned for analysis. Evaluation is not complete. Additional information was requested, but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an elevated lactate dehydrogenase (ldh) level of 1800 u/l. Two ramp echocardiogram studies were negative; however, the patient had been off anticoagulation per neurology. The patient underwent a pump exchange on (B)(6) 2016 due to pump thrombosis. Anticoagulation at the time of event was with heparin. Additional information was requested, but has not been provided.